Manufacturer narrative:
Correction: h7, h9, and h10 the device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported that the patient present for follow up with the implantable cardioverter in backup operation due to event queue overflow. The device was reset via programming. However, following a subsequent battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. There were no patient consequences.

Manufacturer narrative:
The reported field event of battery performance alert (bpa) was verified in the lab. Further investigation showed the bpa was a false positive. Prior to the event, device had a reset, which cleared the device¿s usage data. The bpa algorithm uses device usage history data for battery longevity calculations. Since that data was cleared after reset, a false bpa was triggered. This is normal and expected behavior when the data is cleared, and the device had been implanted for over 10 years. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. No other anomaly was detected. The reported event of reset was confirmed through device image. The device was taken out of backup operation in the field, and the field session file from backup operation was not available. The reason for reset was undetermined. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested and found to be normal.